Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. The first clip was implanted with no reported issue. A second clip was placed and deployed. When the clip was detached from the clip delivery system (cds), the clip opened to greater than 10 degrees. Mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Reportedly, it was a mitraclip procedure performed to treat mitral regurgitation (mr). After deployment, the clip opened while locked (cowl) from fully closed to >10 degrees. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic video and one (1) fluoro still image were provided; the still image is a snapshot from the video and shows the same content. In the cine, two fully deployed clips can be visualized with no sgc/cds in view indicating the cine were taken post deployment of the second clip (reported device) and sgc removal. The bottom clip in the cine is angulated such that the clip arm plane is almost parallel to the fluoro view such that the clip arm angle cannot be visualized; however, based on the small tip-to-tip distance of the clip arms (tips of clip arms appear to be in close proximity of each other) it appears the clip is in the fully closed position (~10° - 20°) which is in accordance with the instructions for use. As such, the bottom clip is likely the first implanted clip with no reported issues. Therefore, the top clip in the image is presumably the second implanted clip reported for clip open while locked (cowl). The clip is angulated relative to the fluoro view, such that the clip arm plane is visualized at an angle. Based on the video, the clip arm angle appears to be ~30° - 40°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is evident that the second clip is opened to a larger degree than the first clip when comparing the tip-to-tip distance of the two clips; the second clip (reported device) has a larger tip-to-tip distance than the first clip, indicating a wider arm angle. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided.¿ (refer to (B)(4) within this complaint). Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. It is possible that procedural conditions (e.g. Tension on the clip or clip delivery system (cds), unintended curves placed on the cds by the user/ anatomy) contributed to the user experience; however, this cannot be confirmed.

Event description:
N/a.